Manufacturer narrative:
This follow is being submitted to relay additional information. Updated: d7 updated 04 apr 2019. H4 updated 07 feb 2012. H6 updated method 10, 3331, 4109 and 4110. H6 updated results 3211. H6 updated conclusion 4315. Complaint sample was returned for evaluation. Reported event was confirmed. The DHR was reviewed and there were no process deviations that would have contributed to the failure. There were no recent design changes prior to manufacturing. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined.

Manufacturer narrative:
Reference: (B)(4). Device evaluated by MFR: product has not been returned to orthopediatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following the placement of a locking proximal femoral plate, the patient underwent a revision procedure due to fractured proximal screws. No additional patient consequences were reported.